Event description:
Healthcare professional reported "pain and breast deformity. During the exam capsular contracture baker grade ii-iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6).

Event description:
Healthcare professional reported "pain and breast deformity. During the exam capsular contracture baker grade ii-iii". This record is for the right side. Device was explanted.